Manufacturer narrative:
The pump passed the displacement test. No unexpected pump error was noted. The low battery alarm was not noted in the long history file. The pump was returned for power error alarms. The detailed trace analysis did not confirm that the alarm was triggered. The backup battery unloaded voltage did not drop below 3.7v for 240 consecutive minutes. The pump was monitored without a battery for ten minutes. After re-inserting the battery no unexpected power loss alarms were noted. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had error 25 and occurred every 4 hours. Customer's blood glucose was unknown mg/dl.